Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was confirmed that the device had an open state of free flow when the IV tubing is inserted and the door is closed. Walkmed infusion performed further failure investigation and identified physical damage to the exterior housing as the cause.

Event description:
The customer performed testing on the pump and found it to be free flowing. Walkmed infusion's product evaluation confirmed that the device failed the open state free flow test.